Event description:
It was reported that the customer experienced high blood glucose levels due to the infusion set cannula not staying in place as the customer sweats a lot.

Manufacturer narrative:
The device has not been returned for eval. Should new info becomes available, a supplemental report will be submitted.